Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, operating currents, selftest and off no power. No blank display and no failed battery alarm during testing. Unit received with stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that display is blank currently. The customer was also reported that the insulin pump was not exposed to moisture but battery compartment was corroded. The customer was advised to discontinue the use of pump and revert to back up plan. The customer was advised that the pump will need to be replaced. The customer will not return insulin pump for analysis.